Manufacturer narrative:
Siemens has shown due diligence in attempting to obtain more information however the customer has not responded. The customer has failed to provide card lot number and therefore no further investigation is possible. The cause of this event is unknown.

Event description:
The customer reported that their epoc instrument gave a discrepant high hematocrit (hct) result compared to retesting of a new sample on a lab instrument. Hemoglobin, which epoc calculates from the hematocrit reading, was also noted to be discrepantly high. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will begin once information has been received. The cause of this event is unknown.